Event description:
The customer complained that when the patient (condition not reported) was connected to the device, it turned off with no explanation four times. The crew was able to view patient rhythm when the device remained on after powered up for the final time. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. The root cause of the reported problem was not determined. The system/memory pcb assembly was replaced as a preventative measure and the device was subsequently returned to the customer.